Event description:
It was reported that the bd ultra-fine¿ insulin syringe had liquid in the syringe. The following was provided by the initial reporter: family member reported liquid inside of the syringes.

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2276305. All inspections and challenges were performed per the applicable operations qc specification. H3 other text : see h10.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe had liquid in the syringe. The following was provided by the initial reporter: family member reported liquid inside of the syringes.